Manufacturer narrative:
The user facility reported that at the end of a procedure, the surgical drape was being removed and caught on the armboard, causing the armboard to detach from the table and then fall. The user facility originally reported that the patient's arm overextended but upon subsequent investigation the facility's risk manager reported no injury to the patient. The armboard subject of this event was reported to have been taken out of service. A steris technician inspected the armboard and found that the latching mechanism was severely worn. The armboard was approximately 8 years old, exceeded its useful life of 5 years, and should not have been used in the condition observed. The anesthesia armboard operating instructions state: "warning - safeguard patient: inspect all surfaces and hardware of armboard prior to use. Do not use equipment if worn, damaged, or pieces are missing." Steris offered in-service training on the proper use and operation of the armboard however the user facility declined.

Event description:
(B)(4).